Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during automated peritoneal dialysis (apd) therapy, which caused sterile peritonitis. The peritonitis was manifested as abdominal pain and cloudy bag. The abdominal pain began a few days before the patient was hospitalized. The patient was hospitalized and treated with rocephin (dose and frequency not reported) intravenously (IV) for peritonitis. Eight days after being admitted to the hospital, the patient stopped rocephin treatment and was discharged from the hospital. Three days after the patient was discharged from the hospital, they began treatment with gentamycin (40mg daily) intraperitoneally (ip) for peritonitis. At the time of the report, the patient was recovering from the peritonitis and the gentamycin treatment was ongoing. The patient was retrained on proper aseptic technique. Apd therapy was ongoing. No additional information is available.